Event description:
It was reported that the catheter was placed into the patient during an operation in afternoon. At that time, the anesthesiologist confirmed that the catheter and the snaplock adaptor were firmly connected. After the operation, the patient was transferred to the ward. Then at 22:40, the catheter was found disconnected from the snaplock adaptor. When the user touched the adaptor, the latch got broken. The catheter was removed and replaced with a new kit. No harm to the patient was reported.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. The customer did provide a photo that shows a snaplock assembly that appears to be damaged. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. The customer did provide a photo that shows a snaplock assembly that appears to be damaged. However, without the actual sample, the potential cause of this complaint could not be determined based upon the information provided.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was placed into the patient during an operation in afternoon. At that time, the anesthesiologist confirmed that the catheter and the snaplock adaptor were firmly connected. After the operation, the patient was transferred to the ward. Then at 22:40, the catheter was found disconnected from the snaplock adaptor. When the user touched the adaptor, the latch got broken. The catheter was removed and replaced with a new kit. No harm to the patient was reported.